Event description:
During the procedure, the physician used a wilson-cook acu-snare polypectomy snare. When the handle was manipulated, the snare would not open. The snare drive wire became loose from the handle near the handle assembly.